Event description:
It was reported that while preparing for a ureteroscopy procedure, the retrieval basket "would not open". The stone was in an unspecified ureteral location. While preparing an escape stone retrieval basket, it was discovered that the basket "would not open". The device did not come in contact with the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".